Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 57mm abdominal aortic aneurysm. The patient had 2 additional limbs implanted in a secondary unknown procedure 3 years post the index procedure and an endurant aortic cuff for a type iiib endoleak 5 years post the index procedure. It was reported approximately 5 years post the index procedure follow up CT demonstrated aneurysm enlargement and evidence of the previous type iii endoleak. The physician decided to implant an endurant aui and with a fem-fem by pass. In doing this, the type iii endoleak was no longer present however during the last angio run, while the aui looked good, the original bifurcated right limb was filling with contrast. The physician decided to wait and see once heparin wears off to see if the flow subsides in the original graft on the right side. Per the physician the cause of the aneurysm enlargement and endoleak is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
It was reported the unknown endoleak is a type ia endoleak. Intervention was performed, the flow that was seen previously down the right side was no longer present. The patients aneurysm was still enlarging and a type ii endoleak was then observed. A non mdt stent was implanted and the type ii improved. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.